Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation and the serial number of the device is unknown; therefore, a device event history log review, service history review and/or device history review were not performed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether the patient was connected to the homechoice (hc) at the time of death or if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.